Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was downloaded and reviewed with firmware errors were observed. Performed a global functional receiver test and it failed. The receiver case was opened for an internal inspection and it passed. The reported event that the receiver ceased to function was confirmed. A root cause was determined to be a defective u5.